Manufacturer narrative:
Other relevant device(s) are: product ID: 37086, serial/lot #: unknown, UDI#: asku; product ID: 37086, serial/lot #: unknown, UDI#: asku; product ID: 3389, serial/lot #: unknown, UDI#: asku; product ID: 3389, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during planned implantable neurostimulator (ins) replacement there were high and low impedances. Impedances were high on right side pre-surgery between 6000 and 21,000 ohms, but normal range on left side. Post surgery right side impedance was low on 8/9, 8/11 and 9/11, and low on left side on 0/1. The patient was programmed on c/2 and c/10, and was doing well. No revision was planned. No symptoms were reported as a result of the event.